Event description:
The patient reported experiencing a blood glucose (bg) of 503 the morning of (B)(6) 2011. She stated that earlier that morning, her bg was 196 mg/dl, and noted that she had been experiencing erratic bgs over the past couple of weeks. There were no reported signs or symptoms of hyperglycemia and the patient did not test for ketones. The patient stated that she had been sick, and was working with her health care provider for treatment of a fever and a rash. Troubleshooting with customer support (cs) indicated that pump histories and settings were correct and that the pump was delivering insulin accurately. The patient stated that she had issues with leakage at insertion sites and that she had been using the abdomen only for insertion sites for over 10 years, indicating probable site exhaustion and absorption issues. The patient stated that she was using u500 insulin, which is a concentrated insulin that is not indicated for use in insulin pump therapy. Use of this type of insulin in the pump constitutes abnormal use of the product. The patient stated that she is very insulin resistant and has also been using long acting insulin via syringe in addition to insulin pump therapy. There is currently no indication of a pump malfunction. The pump is not being returned at this time, and the patient continued with insulin pump therapy. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy. Customer support determined that illness and use error likely caused or contributed to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.